Manufacturer narrative:
(B)(4). The lot was manufactured december 9, 2015- december 14, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor underinfused. The device ran for longer than the expected 8 hours. The device had been filled with 60ml of solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.